Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving gablofen (1000 mcg/ml at 115 mcg/day) via an implanted pump. The indication for pump use was not provided. It was reported that on (B)(6) 2020 the patient heard a two-toned sound coming from the pump. It occurred twice and then stopped. When the hcp interrogated the patient¿s pump today ((B)(6) 2020), there were no alarm alerts. The hcp played the alarm test and the patient identified the critical pump alarm as the sound he heard on (B)(6) 2020. The hcp did not access and review the event logs and the patient had already left the clinic at the time of the call. Per the hcp, at the refill, the erv (expected residual volume) was 12.6 cc and the arv (actual residual volume) was 13 cc so everything was normal with that. The hcp was going to see if she could get in touch with the patient to access and review the event logs. No patient symptoms/complications were reported. No further complications have been reported as a result of this event. Additional information was received from an hcp via a manufacturer representative on (B)(6) 2020. It was reported that a critical alarm and motor stall were identified upon reading logs and recovery had occurred. There were no known environmental, external, or patient factors that may have led or contributed to the issue. No additional diagnostics/troubleshooting were performed after reading the logs. It was unknown if the issue was resolved at the time of report. No surgical intervention had occurred and it was unknown if surgery was planned. The patient's status was alive - no injury. It was noted that the pump was used to deliver lioresal (note: this conflicts with the previous report that the pump was used to deliver gablofen).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from an hcp via a manufacturer representative on 2020-mar-03. It was reported that the hcp did not think explanting the pump was necessary but they were going to continue to monitor the pump for any further motor stalls. It was noted no other stalls had occurred since the original stall. It was confirmed the pump was infusing lioresal at the time of the original stall. No further complications were reported.